Event description:
The customer reported that the customer had low blood glucose of 26mg/dl, and the paramedics were called. Troubleshooting was performed, and the drive support cap appears normal. The caller mentioned that the insulin pump alarmed button error and the program could not be reviewed. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. Unable to perform the displacement test, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. The insulin pump had missing end cap sticker.